Event description:
Information was received indicating that the reservoir volume was low on a smiths medical cadd-legacy® pump. It was noted that the cassette was not due to be changed. There were no reported adverse effects.

Manufacturer narrative:
The customer's concern reservoir volume low was unable to be confirmed. Pump passed delivery accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Review of the most recent infusions from the event history log (ehl) indicated that after one infusion completed and cassette removal a new cassette was attached and the pumps reservoir volume was not adjusted to reflect the new cassette volume resulting in reservoir volume low prior to the actual volume being depleted.